Manufacturer narrative:
Reporting institution phone : (B)(6). Reporter phone : (B)(6).

Event description:
It was reported to philips that the device displays a 7:38 error.

Manufacturer narrative:
The customer worked with the technical support representative. Customer requested, a quote for a replacement processor pca to fix problem. Upon conclusion of the evaluation, it seems the device should have the processor pca replaced. The customer was sent a quote for the part. No further action at his time.